Event description:
Customer reported the battery eject button was very hard. There was no reported pt involvement.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete.